Event description:
Pump programmed for heparin drip at 11.5ml/hr. Approx 1 hour later the pump alarmed and the staff had found the bag had less volume than expected. Staff attempted to take the tubing out to swap pumps and could not remove the tubing. The entire set up was removed. No pt harm.